Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). The sion black was returned for evaluation. Polymer jacket of the returned sion black guide wire was found damaged at approximately 105-133mm from the tip. The sion black was wavy for approximately 20mm from the tip and was bent at approximately 160mm from the tip. Microscopic observation found that the proximal side of the damaged polymer jacket was gathered distally to form pleats. The underlying core shaft was exposed. The distal side of the damaged polymer jacket was found turned inside out as polymer jacket surface had coil grooves. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the relatively stiff part of the distal segment of the sion black had most likely been scraped due to the anatomy by a relatively hard and sharp-edged object such as the calcified lesion. The damaged polymer jacket could be peeled and gathered distally due to the tip of the microcatheter when advancing the microcatheter over the guide wire. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects reported, a possibility could not be completely ruled out that some polymer fragment(s) might be left in the patient. Instructions for use (IFU) states: [warnings]: if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. If resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. [Malfunction and adverse effects]: abrasion of the guide wire coating.

Event description:
It was reported that the polymer jacket of an asahi sion black guide wire peeled during a percutaneous coronary intervention (pci) to treat a heavily calcified occlusion in the #7 segment of the left anterior descending artery (lad). After the sion black crossed the lesion, an asahi caravel microcatheter was advanced over the guide wire, however was unable to cross the lesion. Attempts with another unspecified microcatheter were also unsuccessful. When the physician attempted to remove the sion black for wire exchange, resistance was noted and therefore both the sion black and the microcatheter were removed as a unit. Out of the patient, the polymer jacket of guide wire was found peeled. No additional action was taken against the peeled polymer jacket. A new guide wire was used to resume the procedure. The pci was successfully completed with stent deployment. There were no adverse patient effects associated with this event.